Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
(B)(4). During explant surgery, it was reported that there was granulation tissue in the facial recess, middle ear, and surrounding the electrode array and existing cochleostomy site, all of which was debrided. Upon removing the existing electrode array, a fluid began emanating from the cochlear. This was aspirated, but more purulent fluid appeared. The area was irrigated with bacitracin fluid. A culture taken of the fluid revealed 1+ aspergillus, however, this was attributed as likely contaminant. The fluid was not likely an infection. The recipient's newly implanted device has been activated. The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing decreased perfomance. Programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.